Event description:
(B)(4). This spontaneous case, reported by a consumer via a company representative, concerns a currently (B)(6) male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin insulin isophane suspension 70%/ human insulin 30% (humulin m3; cartridge) via a reusable humapen luxura burgundy device, 57 units each morning and 47 units each evening, subcutaneously for the treatment of type 2 diabetes beginning on an unspecified date. On an unknown date, time to onset not provided, the patient was deaf. In 2012 (reported as three years prior to the initial report), time to onset not provided, the patient had been in bed due to feeling ill and then woke up four days later in the hospital after being in a diabetic coma. Reportedly, the diabetic coma was believed to be due to human error (not further clarified). At the time of the initial report, the humapen luxura had a screw that would not go in or out of the pen (lot number 0804b03/product complaint number (B)(4)). This was clarified as the patient had tested the pen with a needle, and with and without the cartridge in the device. The events of deaf and diabetic coma were considered serious by the company for medical significance, additionally the event of deaf was considered serious by the company for disability. Additional information, treatment measures and the action taken with human insulin insulin isophane suspension 70%/ human insulin 30% were not provided. The event of diabetic coma had resolved, the event of deaf had not resolved and the outcome of the event of feeling ill was not provided. This report included a suspect reusable humapen luxura device. The patient was the trained user of the device for an unspecified general device duration of use. The suspect device duration of use was five or six years. Use status was not reported. The device was not returned. The reporting consumer did not provide an opinion of relatedness. Update 28may2015 : additional information received on 28may2015 from the global product complaint database added the product complaint number (B)(4). No new event information was added. Update 05jun2015: additional information received on 05jun2015 from the global product complaint database added no new information. Update 08jun2015: additional information received on 05jun2015 from the global product complaint database updated the device from a humapen luxura unknown body type to a humapen luxura burgundy upon verification of the lot number; and updated the narrative. Update 10jun2015: additional information received on 10jun2015 from the global product complaint database added the device specific safety summary and the manufactured date of the device; added the device was not returned; updated the EU/ca fields; and updated the narrative. Update 07jul2015: additional information was received from the consumer on 07jul2015 providing physician contact information. No additional information received. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a patient reported that the injection screw of his humapen luxura device was not moving. The patient's description of the problem indicated a jammed pen. He experienced diabetic coma; however, this event occurred three years prior to the device complaint. No adverse event was reported that coincided with the device complaint. The device was not returned to the manufacturer for investigation (batch 0804b03, manufactured april 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring pen functionality. A complaint history review of this batch did not identify any atypical trends with regard to pen jammed. There is no evidence of improper use or storage.